Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). Additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2016 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b7, d3, d4, d.6a (date of implant), g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2016 and/or (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left direct inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a transverse incision was made. A large direct hernia was noted with a weak floor. A small lipoma was identified and excised. A small hernia sac was identified. A perfix plug (device 1) was placed into the internal ring and secured with suture. The patch was then placed along the pelvic floor and secured with suture.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia and right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 2 and 3). Per op notes, ¿an infraumbilical incision was made. Significant scarring on the left from previous plug (device 1) had been placed was noted. A large direct defect was noted and hernia contents were reduced. A large 3dmax mesh (device 2) was placed and tacked to the cooper¿s ligament. A large direct defect was then identified on the right. Hernia contents were reduced. A 3dmax mesh (device 3) was placed and tacked to the cooper¿s ligament.¿